Event description:
Per provider, the frame is broken underneath the chair near footrests but not associated with footrest. Under seat where there are two bolts and a bracket and there is a tube that goes from back to front and that tube is cracked causing the chair to lean to the right.